Event description:
It was reported that the customer was trying to deliver a bolus but the buttons and the keypad were unresponsive. The customer replaced the battery and the insulin pump alarmed battery out limit. The keypad was still unresponsive. The customer's blood glucose was 8.1 mmol/l. The customer had manual injections as a back-up plan. The customer was advised that the device needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.